Event description:
Humeral stem had subsided. Patient was infected so humeral stem, humeral head and glenoid were all removed. No replacement device was implanted at that time.

Manufacturer narrative:
The following other shoulder devices were also listed in this report:shoulder - humeral head 45mmx18mm, cat# 5350-4518, lot# mjenk7.#7 pegged glenoid, cat# unk, lot# unk.it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.additional information (including x-rays and medical records) has been requested. When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding infection involving a humeral stem was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection was performed and there was damage due to explantation on the returned device. No discrepancies were noted. Medical records received and evaluation: revision operative report and x-ray was received. The operative report stated that the white blood cell count was elevated and therefore led to the removal of components. Device history review: all devices were accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review was performed for the lot and sterile lot referenced. There were no other reported events for the lot and there was a previous reported event for the sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Humeral stem had subsided. Patient was infected so humeral stem, humeral head and glenoid were all removed. No replacement device was implanted at that time.